Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received 8/29/2023 reported: the altitude alarm on the tandem tslimx2 insulin pump went off and stop the delivery of insulin for over an hour.